Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2011 and ams mini arc was implanted. Although it was not reported in the complaint, mentor tutoplast is identified on the implant record for the (B)(6) 2011 gynecological procedure. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent anterior and posterior colporrhaphy with mesh, and sacrospinous vault suspension due to cystocele, rectocele, and vaginal prolapse with sui. It was reported that following insertion the patient experienced urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent revision surgery and elevate/ams was implanted on (B)(6) 2013 due to pop, and outlet obstruction. It was also reported that on (B)(6) 2013, the patient underwent transvaginal urethrolysis, left martius labial fat pad graft, intraoperative cystoscopy, cystocele repair with anterior elevated mesh, and vaginal vault suspension to sacrospinous ligament.